Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Planned 7 femur but during trial 7 was loose and 6 fit. Tka procedure delayed for 3 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate implant fitting during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 339 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding triathlon implants not fitting correctly. There were two other reported events for the listed catalog number ((B)(4)). Conclusion: product inspection could not be completed because session files were not provided after three communications to the mps.

Event description:
Planned 7 femur but during trial 7 was loose and 6 fit. Tka procedure delayed for 3 minutes.